Event description:
The customer reported that during a case, after sealing and cutting, the jaws of the device could not be reopened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove it from the tissue. Another device was opened and used to complete case. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.